Event description:
The customer reported a falsely elevated architect free t4 result on a patient. Results provided: (B)(6) 2024 = > 5.0 / 1.7. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity, however, no related trends were identified regarding commonalities for lot number 56001ud00 and issue for the product. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 56001ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect free t4 for lot 56001ud00 was identified.

Event description:
The customer reported a falsely elevated architect free t4 result on a patient. Results provided: (B)(6) 2024 = > 5.0 / 1.7. No impact to patient management was reported.